Event description:
It was reported that the patient fell asleep with the ilet attached to a nightgown, the insulin pump overheated, and the device caused a burn to the chest while the touchscreen and overall device function remained usable; the device was synced and will be returned, and the charger will also be returned for evaluation. Symptoms included a skin burn consistent with inflammation or irritation. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem, with the affected device component identified as the touchscreen and the event categorized as a device problem; no device fracture was observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Investigation description: the complaint was unable to be duplicated. The device logs were reviewed (see files section) and the maximum temperature recorded in the device was 43c. However, this temperature was only reached while the device was on a charge pad. The highest temperature reached while in use was 40.4c. According to medial professional, this temperature is found in a typical hot tub and is not sufficient to cause a burn. The ilet was then set to constantly search for a non-existent cgm transmitter in order to increase power consumption on the device. Next, it was placed in a temperature-controlled chamber (equipment number e0276 calibration due 2026-12-08) set to 46c and left for two days. The temperature recorded on the ilet was then compared, and the average temperature deviation from the chamber and the ilet was ~1c. This indicates that, at worst, the ilet was potentially at 41.4c during use. This temperature is still not enough to cause a burn injury. Medical evaluations of the patient-provided injury photos revealed a likely cause of pressure necrosis rather than burn.